Event description:
The report received from the field states that during post-dilation the stent would no deflate. The patient is an elderly male. The case was elective. The procedure being performed was stenting of the right superficial femoral artery (sfa). The product looked normal when removed from its packaging and there was no difficulty prepping the device. There was no difficulty accessing the target lesion. A 23cm destination sheath was used in the procedure. The physician was post dilating within a smart control stent he had just deployed in the right sfa with a sleek otw 5x120 balloon. The contrast to saline ratio was 1/3 contrast and rest saline. The physician did a post dilatation in the distal part of the stent/sfa first and that went well, but then he did a post dilatation in the proximal portion of the stent/sfa and the balloon would not disinflate. It was noted that the balloon had inflated properly three times prior and deflated twice prior to the deflation difficulty. In order for the balloon to disinflate the doctor had to puncture the balloon with a micropuncture needle through the groin using ultrasound and then he was able to pull the balloon through the sheath and out of the patient's body. The procedure was a success although the balloon did not disinflate, it had done its job and the doctor had completed the intervention. Post procedure the patient had a huge hematoma and was believed to have occurred due to two puncture sites (1 for access in order to intervene and the other in order to de-inflate balloon).

Manufacturer narrative:
The report received from the field states that during third use of a sleek otw pta balloon for post-dilation, the balloon would no deflate. A second access site was conducted to puncture the balloon to be retrieved. The product was removed intact from the patient. A hematoma was reported due to both access sites in the groin. There was no injury to the patient's vessel. The patient is an elderly male. The case was elective. The procedure being performed was stenting of the right superficial femoral artery (sfa). There was no difficulty accessing the target lesion. A 23cm destination sheath was used in the procedure. The physician was post dilating within a smart control stent he had just deployed in the right sfa with a sleek otw 5x120 balloon. The contrast to saline ratio was 1/3 contrast and rest saline. Post dilatation was conducted twice without issues. During use of the balloon for a third dilation, the balloon inflated normally and maintained pressure however it could not be deflated. In order to deflate the balloon, the physician created a second femoral access and punctured the balloon with a micropuncture needle and using ultrasound. The balloon was safely removed through the sheath and the procedure was completed successfully. There was no damage to the vessel. Post procedure the patient had a huge hematoma and was believed to have occurred due to the two puncture sites. The product looked normal when removed from its packaging and there was no difficulty prepping the device. The manufacturing documentation for lot number 50030884 was reviewed and no anomalies were detected. Also, it was noted that this not lumber had not previously been reported. The positioning of the severe kinking in the shaft, and the location and nature of the outer stretching suggests that the observed defects occurred as a result of the nature of the procedure. A thorough review of the lot history has confirmed that the correct components were used in the manufacture of the product. As the product had initially inflated and deflated without issue, this confirms that the product was initially functioning correctly. Based on the information provided, there are possible procedural factors that may have contributed to kinking in the shaft and the reported event as the balloon functioned correctly in the two inflations/deflations conducted prior to the event. Neither the DHR review nor the product analysis suggests that failures found are related to the manufacturing process. Therefore no actions will be taken. After an internal review of our current quality agreements with our external manufacturing partners it was determined that cordis is considered the legal importer of this device. Therefore, the regulatory report is being filed accordingly.